Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The threads on the 2 piece threaded corail inserter broke off in the stem while trying to remove it during a revision. Patient consequence? :yes. Patient consequence description:the operation took longer due to the threads breaking. Action taken for procedure:a universal extractor was used as an alternative but did not suffice. An eto was then preformed. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All pieces were retrieved. Another extraction system was opened and used to take the stem out. That was not successful so an eto was preformed. The delay was around 30-45 minutes. It occurred at (B)(4) hospital.